Event description:
Anesthesia tech reports that while drawing fluid into kendall monoject 20ml syringe, tech noted fluid leaking from a large slice in the 1ml line of the syringe. The slice extends exactly halfway thru device and appears it could have been made when the painted slash marks were made on the syringe (?). Of note, the packaging was retained and there were no subsequent slash marks on it.